Manufacturer narrative:
Additional information: device available for eval , returned to manufacturer on , device return to manuf , device eval by manufacturer ,remedial action required , remedial action , imdrf annex a, g, b, c , d grids and manufacturer narrative. Omit: a08 - calibration problem (2890) , b21 - type of investigation not yet determined , c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had calibration error. There was no patient involvement.

Manufacturer narrative:
Per (B)(4). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had calibration error. There was no patient involvement.